Event description:
It was reported via patient call that a hemorrhage occurred. A left atrial appendage (laa) closure procedure was performed while using a double curve watchman fxd curve access system, and both a 24mm and 20mm watchman flx laa closure device were attempted to be implanted. The watchman flx closure device did not meet release criteria first for the 24mm device and then second for the 20mm device. Thus, the patient could not be successfully implanted with a watchman flx closure device. The patient was discharged home. On an unknown date post procedure, the patient hemorrhaged three times, and was brought back to the hospital to treat the bleeding. No further information was provided.